Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, the pulse generator was found to be operating in backup vvi mode. Device restoration was not performed. The device was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.